Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to the adhesive peeling around the bending tube, the connection between the bending section and the distal end is detached. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to the adhesive peeling around the bending tube, the connection between the bending section and the distal end is detached. Based on the results of the investigation, the root cause of the reported event indicates that the investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.